Manufacturer narrative:
This event occurred in (B)(6). The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 416245 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two work-around options to customers. The first work around is customers may discontinue running the elecsys ca 19-9 assay on the e801, and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801, and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification.

Event description:
The initial reporter received false high ca 19-9 elecsys e2g results for 2 patient samples on a cobas e 801 module, serial number (B)(4). Results for patient 1: the initial result was 29 u/ml the sample was repeated twice, and the results were 11 u/ml and 11 u/ml. The repeated results were believed to be correct. Results for patient 2: the initial result was 8 u/ml. The sample was repeated twice, and the results were 61 u/ml and 7.4 u/ml. It is unknown which result was deemed correct. The false high results were not reported outside of the laboratory.